Manufacturer narrative:
Reported event was confirmed by review of operative notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The risks associated with stiffness/range of motion is addressed in the risk table. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Concomitant medical products - persona femur trabecular metal cruciate retaining (cr) standard porous #42502806802, lot # 62891941, nexgen complete knee solution, trabecular metal standard primary patella #00587806538, lot #62746026., persona tibial tray #42532007102, lot #63000848. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, due to stiffness the patient had a second manipulation performed on the right knee approximately 1 month post right knee revision.